Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Reporting status: malfunction. Reporting rationale: loose stent has previously caused or contributed to patient injury. Device issue: loose stent. It was reported that prior to introducing into the guiding catheter, upon inspection, the physician thought that the stent did not look like it was crimped [loose] correctly on the balloon. The balloon appeared to be bulging out on both ends. This device was set aside and another of the same was used successfully in the case. There was no patient contact with the device. No additional event or patient information is available. (B) (4)